Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleges the pt position module alarm volume is very faint. No injury reported.